Manufacturer narrative:
(B)(4). Medwatch number# (B)(4)

Event description:
It was reported via medwatch " when inserting balloon catheter in patient and then started pump, the catheter did not expand at tip only partial". At the time of this report, the complaintaint has not responded to requests for additional information.

Manufacturer narrative:
(B)(4). Upon further review, it was determined that this complaint was created in error, thus, the initial MDR submitted on 12 july 2024 should be retracted.

Event description:
It was reported via medwatch " when inserting balloon catheter in patient and then started pump, the catheter did not expand at tip only partial". At the time of this report, the complaintaint has not responded to requests for additional information.